Manufacturer narrative:
The autopulse platform (serial: (B)(4)) was returned to zoll for evaluation. The customer complaint of a display issue could not be confirmed nor duplicated. Visual inspection was performed. Minimal scratches to the autopulse label and load plate cover were observed. No issues were found during archive review. Additionally, the device passed functional testing with no faults found. The autopulse platform is a reusable device and was manufactured on 05/21/2013. To avoid the re-occurrence of customer complaint, the processor board and lcd were replaced. Additionally, unrelated to the complaint, the software was updated to ensure the platform remains current. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
During shift check it was reported that the autopulse platform (serial: (B)(4)) displayed unreadable characters when powered on. Despite restarting the platform, the issue continued. There was no patient involvement reported.